Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. They performed the transseptal puncture and the physician noticed the patient experienced st elevation. They waited a few minutes and it resolved on its own. No intervention was required. The procedure then continued and they opened a watchman® access system and watchman® laa closure device and delivery system. They successfully deployed and released the watchman® laa closure device. There were no further patient complications and the patient was stable.